Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 20 mg/ml at 3.7 mg/day via an implantable pump. It was reported that the patient had an MRI under anesthesia, and ¿loss of therapy ¿ pump stopped occurred¿. It was initially reported that the patient did not experience any symptoms. However, it was later clarified that the patient started to feel "something weird in her tongue" in the morning. The patient came in for a refill on 2020-dec-13, and it was noticed that a motor stall had occurred. Logs showed a motor stall occurred on 2020-dec-10 at 1:37pm, and a tube set message occurred on 2020-dec-12 at 1:37pm. The pump was interrogated 4 times with the n¿vision clinician programmer and the tablet; all 4 times indicated that the pump remained stalled. The doctor prescribed oral medication, and pump replacement was scheduled for 2020-dec-20. The pump was replaced. It was initially reported that the patient did not hear an alarm. However, it was further reported that the manufacturer representative heard the alarm after the pump had been explanted. The patient's status was alive - no injury. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.